Manufacturer narrative:
The additional perclose proglide devices referenced are being filed under separate medwatch manufacturing reports. The device was returned for analysis. The reported ¿no sutures or link present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using four proglide devices via a 6fr sheath, after a lower limb angioplasty procedure. Reportedly, when the plunger was pulled removed, no sutures or link were present, with four proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.